Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and showed the lens was observed cut in half. Both haptics were cut as well and were not returned. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal process or explant¿. Evidence of viscoelastic residues were detected in the lens optic body. During sample evaluation both halves of the complaint lens was observed clear as expected in the acrylic monofocal iols. The reported issue as ¿blurry, dysphotopsia - halos and glare¿ was not verified in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the mrr (manufacturing record review). There is no associated deviation or non-conformity report found related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the analysis of the returned lens, manufacturing record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Exact date of event, onset of symptoms unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after zcb00 intraocular lens (iol) implantation, patient experienced hazy vision and would see circles (halos). The lens was explanted in a secondary procedure and replaced with a non-amo iol. There was no incision enlargement, vitrectomy or patient injury. The patient is doing fine. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.